Event description:
It was reported that 75 days following a coronary artery drug eluting stenting treatment procedure an aneurysm occurred. In january 2006 the physician treated a 3.4mm lesion located in the left anterior descending (lad) coronary artery showing 100% stenosis after the patient experienced an acute myocardial infarction. The lesion was predilated with a 2.5mmx20mm balloon inflated at 6 atms before placing a 3.0x32mm taxus express2 stent. The stent was inflated to 18atms for 15 seconds. The patient was reported in good gondition following the initial procedure. In march 2006 thepatient returned ot receive treatment in their circumflex artery. While placing a stent in the circumflex artery. While placing a stent in the circumflex artery, angiographic imaging showed aneurysms surrounding the original lad stent. The patient did not display any symptoms leading to the discovery of the aneurysm and is reported in good, stable condition. The patient will be checked again in 6-months. The patient has been taking plavix, lopid, aspirin and lopressor following the initial lad stent placement.